Manufacturer narrative:
Occupation is lay user/patient. The customer¿s strips and meter were requested for return. The customer's meter was provided for investigation and was tested using retention strips and lin 3 controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.6 inr. Qc 2: 5.5 inr. Qc 3: 5.6 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant high inr results with coaguchek xs meter serial number (B)(4). At 2:00 p.m., the meter result was 6.3 inr. The customer changed the batteries and set the meter before retesting. At 2:16 p.m., the meter result was 4.4 inr. This result was from the same fingerstick as the previous result. At 2:44 p.m., the customer tested a different finger and the meter result was 4.4 inr. The customer¿s therapeutic range is 2.5- 3.5 inr.